Event description:
The hospital notified stryker customer service that the expired screw was implanted. The screw in question was purchased by the hospital in (B)(6) 2009.

Manufacturer narrative:
Device remains implanted. Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.